Manufacturer narrative:
Concomitant medical products: c6tr01 crtp, implanted: (B)(6) 2015, 5071-53 lead, implanted: (B)(6) 2015, 5071-53 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation. The right ventricular (rv) lead was explanted during a system downgrade and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.